Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with pause episodes due to undersensing of visible r waves. Programming changes were recommended and made in clinic. The device remains implanted. Patient is stable.